Event description:
There was no pt involved in this event. The device failed to connect to save evo. Saver evo is the free to download software that can be used to access the device memory and view the event records stored on the device.